Event description:
It was reported that there was a malfunction with a foresight large sensor. It stopped sensing at some point during a procedure. They could not get a consistent reading. The numbers would drop even though the hemodynamics were unchanged. The numbers that were expected and the numbers that displayed are unknown. When they pushed on the sensor on the patient forehead, the numbers returned to baseline. There was no inappropriate patient treatment. The patient demographics are unknown. There is no patient injury. The edwards representative performed technology training and application and troubleshooting training to the personnel staff.

Manufacturer narrative:
The device was discarded and not available for return. The lot number is unknown. A device history record review cannot be completed without the lot number.